Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00231 to provide the returned sample evaluation results. The actual sample and a photo of the actual sample during actual use were returned to the manufacturing facility for evaluation. Visual inspection upon receipt revealed no defects. The actual sample was filled with saline solution and pressurized at 2.0kgf/cm2 and no leak was observed. Magnifying inspection of the blood inlet and outlet ports revealed no defects. Dimensional inspection of the blood inlet and outlet ports confirmed all the obtained values met manufacturer specification. The photo provided showing a leak on the blood outlet port side was reviewed, however, the location of the leak cannot be determined. The cause of the reported event cannot be definitively determined based upon the available information and functional testing of the actual sample. There is no evidence that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00231 to provide the returned sample evaluation results.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. A follow up will be sent within 30 days of this report being sent. A review of the device history record and the product released decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product/lot# combination has not been reported previously. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported a leak in the capiox cx*fx25rw device. Follow up communication with the user facility reported the following information: the product was changed out due to a dark area that was found on the fiber bundle; it was reported the oxygenator developed a small leak after change out of the product; blood loss was reported to be less than 10cc that dropped out after the change out onto a towel; the perfusionist reported that it was most likely due to manhandling during the change out process; it was reported the leak that occurred was noticed after the unit was changed out; surgery was completed successfully; and (7) no known patient impact. This report is related to the initial product that was changed out referenced in MDR# 9681834-2015-00229.